Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a problem with buttons on the insulin pump. Customer stated that they have to push them 4-5 times or else the buttons do no work. Customer took out the battery and put in a new battery about 3-4 hours later. Customer had the same problem and the buttons did not work properly.